Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding the same issue (both closed as not confirmed after analysis). We manufactured and distributed in the market 4,788 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. We have only received a picture showing one package that contains a thread, the needle is missing. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a picture, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that suture came away form the needle, breaking immediately out of the packet. There is no patient involvement.